Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, a high capture threshold was observed on the left ventricular (lv) lead after the lv lead became dislodged . The procedure was stopped to resolve the event and the lv lead remains implanted. The patient was stable.